Event description:
It was reported a patient had a break in aseptic technique, further described as the patient drained directly from the transfer set into a tub during continuous ambulatory peritoneal dialysis (capd) therapy, which led to peritonitis. Following the break in technique, capd therapy was withdrawn. Two days after capd was withdrawn, the patient was diagnosed with peritonitis manifested by abdominal pain, fever (38 degree celsius), visible cloudy effluent and pus on the catheter. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient started treatment with cefalexin (500 (unit not reported), 3 times a day, and route not reported) and ciprofloxacin (2 times a day, dose, and route not reported) for the peritonitis. The outcome was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be submitted.